Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the manifold is leaking. Additional malfunctions are the power switch has a short circuit, the pe valve is leaking, and the zip ties and hose clamps were replaced.